Manufacturer narrative:
The device was returned to omsc for evaluation. Omsc inspected the device and confirmed the following; dust had accumulated on the ventilation grill inside the device and the usb connection. The device was connected to an omsc equipment workstation and energized for 1 hour, but the reported event did not reproduced. The power supply was uninterrupted when the ac power inlet of the device was shaken. When the device was connected according to the instruction manual and operated, there was no abnormality. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure, the power supply from the work station to the device was interrupted, and the power of the device was cut off. The user completed the procedure with the device because after that, the power supply was restored in a very short time by itself, and the device worked properly. The device was used with an olympus work station wm-np2, video system center otv-s190, monitor oev261h. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) ran the device continuously for more than 4 hours and vibrated the ac power inlet of the device, but the power supply was not interrupted. Based on the investigation result, omsc concluded that there was no abnormality on the device and the reported event may have been caused by a combination device used at the user facility or by environmental factors such as the power supply of the user facility. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.